Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Event description:
On (B)(6) 2020, the patient underwent tha (left). On an unknown date, a risk of internal dislocation of mdm revealed. The revision surgery is scheduled on (B)(6) 2020.